Event description:
It was reported that the guidewire was unable to be inserted into the left ventricular (lv) lead during the implant procedure. The lead was not implanted, and a new lv lead was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the failure to advance the guidewire was confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. A visual inspection and x-ray examination of the lead revealed the inner coil was offset and damaged in the s-curve region. The guidewire insertion test could not be performed due to the damaged inner coil consistent with procedural damage. The s-curve hump height was measured within required specifications. The cause of the reported event was isolated to the inner coil being offset and damaged.